Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced wide blood glucose fluctuations while using the ilet and administered multiple external subcutaneous insulin injections, intermittently disconnecting and pausing insulin delivery, after which the user elected to stop using the ilet and resume daily injections. Symptoms included hypoglycemia to 45 mg/dl, hyperglycemia up to 309 mg/dl, and eye pain. Outcomes included prolonged hyperglycemia lasting several hours and transient hypoglycemia without hospitalization or professional medical intervention. Investigation included review of user-reported logs and provision of education regarding appropriate use, including avoiding external insulin dosing and not pausing delivery, with a referral for follow-up training and a possible algorithm reset. Investigation of this case revealed user technique issues and therapy management outside of device instructions, with no reported device alarms or malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.